Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, post-paced t-wave oversensing was observed. No programming changes were made at the time. The patient was scheduled for a device check. The patient¿s condition was stable.

Event description:
New information received notes that programming changes have been made. The patient was stable with no further oversensing episodes.